Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800412 was manufactured on 06/18/2018 a total of (B)(4) pieces. Lot was released on 06/25/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw bent. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly due to the bent jaw. The sample was disassembled in order to inspect the internal components. It was found that one of the channel pivot holes for the bottom jaw was deformed and was oblong in shape. The clips were also slightly out of position in the channel. The device was returned with 9 clips remaining indicating that 6 clips were fired by the end user. The damage to the bottom jaw prevented the clips from properly loading since the jaws were misaligned. It could not be determined exactly how or what caused the bottom jaw to bend. However, based on the damages observed, it appears that unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "loading issue" was confirmed based upon the sample received. One sample was returned with the bottom jaw bent. Upon functional inspection, the first clip was unable to load properly due to the bent jaw. The sample was disassembled in order to inspect the internal components. It was found that one of the channel pivot holes for the bottom jaw was deformed and was oblong in shape. The clips were also slightly out of position in the channel. The damage to the bottom jaw prevented the clips from properly loading since the jaws were misaligned. It could not be determined exactly how or what caused the bottom jaw to bend. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based on the damages observed, it appears that unintentional user error caused or contributed to this event.

Event description:
It was reported that there was a clip loading failure during ligation.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a clip loading failure during ligation.